Event description:
It was reported that during an arthroscopic procedure using an eliminator 90 arthrowand, the tip of the wand broke off and fell into the joint. The surgeon was able to retrieve the broken piece from the surgical site. The procedure was completed without significant delay and there were no pt complications reported as a result of this event.